Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred from 06/12/23 ¿ 06/28/23. The customer changed pump supplies to address all the issues. There was no adverse impact to the customer¿s blood glucose level.